Manufacturer narrative:
Medtronic led an evaluation of the field service notes for the reported surgeon console. Review of the field service notes indicates that the start up specialist reported a surgeon console non-recoverable error after a successful calibration. Error code 'surgeon console non-recoverable error_surgeon control disabled_console computing node comm lost' was observed. The surgeon console was replaced to resolve the issue. Evaluation of the surgeon console confirmed the reported condition. The root cause could not be determined. However, based on the information provided in the most likely cause of the event could be due to console communication loss. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the surgeon console (sc) triggered a non-recoverable error while the system was in a ready state and awaiting draping. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the surgeon console (sc) triggered a non-recoverable error while the system was in a ready state and awaiting draping. There was no patient involvement.